Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported unspecified failure was confirmed in the event history log as a check lines and bags alarm. Internal and external inspection was performed. A short simulated therapy was performed. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the issue was determined to be a faulty membrane gasket. To correct the reported problem, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.